Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and high), indicating possible device malfunction. No adverse event was reported in conjunction with the high lead impedance condition. It had previously been reported that during generator replacement surgery for end of service approximately 32 months prior, and apparent break in the lead insulation was noted. The surgeon elected to proceed with generator replacement surgery and did not replace the lead at that time. Post-operative device diagnostic testing was reportedly within normal limits at that time. Review of device programming history revealed that the suspected device malfunction may have occurred approximately 11 months after the generator replacement surgery during which the compromised lead insulation was noted. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely effect device performance. Lead break is suspected.